Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an autocart knee surgery the filter of the thrombinator¿ system broke. Per complaint reporter there was no harm for patient, operator or third party. The treatment was finished successfully with a new device with the same part number. It was not necessary to do a second treatment.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the two distal ends of the filter/female luercap assembly were broken off functional testing was not performed due to damage to the device. Per lt1-000286 thrombinator system number 11: connect the filter to the ¿withdraw¿ port. Invert the device at a 45° angle toward the ¿withdraw¿ port and withdraw serum through the filter. The most likely cause of failure was misaligned insertion or excessive force used when the devices were connected to the filter.